Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that plastic flakes were observed inside an eva bag prior to fill. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Cfn (B)(4). The un-used sample was returned for evaluation. Visual inspection of the unfilled, unused sample, and visual inspection of the sample partially filled with methyl blue solution to highlight any particulate, failed to identify any visible particulate matter, contamination or other defect. Reported condition was not confirmed, device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.